Manufacturer narrative:
UDI # is unknown; no additional information was received. Medwatch mw5100506 was referenced for this reported event. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump alarmed for blockage. The patient stated that she could not find any kinks in the tubing so she decided to replace it. While replacing the tubing, the pump alarmed that cartridge needed to be changed. The patient was still able to continue infusion. No patient injury was reported.